Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system that became infected. The incision site was cleaned and redressed. The patient started antibiotics and follow-up was increased. There were no additional adverse effects reported. The ICD remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.